Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2 (see MFR#1627487-2010-02535). On (B)(6)2007, the pt was implanted with an scs sys. The pt reported discomfort from the leads in the body. It appeared the leads were very superficial and close to the skin. This bothered the pt and they requested the system to be removed. The sys was explanted (B)(6)2010. The pt did not receive another sys. The scs equipment was functioning fine at the time of explant.